Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. The patient effect of mitral regurgitation (mr) as listed in the instructions for use (IFU), mitraclip system gen 4, u.s. Is a known possible complication associated with mitraclip procedures. Based on available information, the reported device damaged by another device appears to be due to procedural conditions. The reported incomplete coaptation (intraprocedure)/single leaflet device attachment (slda) appears to be a cascading event of the device damage caused by another device. The reported mr appears to be a cascading event of the slda. The additional therapy/non-surgical treatment (addl mitraclip same procedure) is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The other mitraclip device referenced is filed under another MFR report number.

Event description:
This is filed for single leaflet device attachment (slda) caused by another device. It was reported that on (B)(6) 2006, one clip was implanted to treat mixed mitral regurgitation (mr), reducing mr an echocardiogram was performed in 2009 and the clip was noted to be well attached to both leaflets and mr was mild. On (B)(6) 2021, a second mitraclip procedure was performed. Echocardiogram noted the clip remained well attached to both leaflets; however, due to disease progression, mr was at grade 4. One clip was placed medial to previous clip and no issues were noted. A second clip (00825u170) was placed lateral to previous clip. There were no issues noted; however, a small jet remained, lateral to the 2nd clip from the 2nd procedure. A third clip (00805u166) was advanced into the anatomy. The clip was repositioned, and pulled up above the mitral valve, with the clip arms opened. The 3rd clip interacted with the 2nd clip, resulting in a single leaflet device attachment (slda), detaching from the anterior leaflet, and remaining attached to the posterior leaflet. The 3rd clip was then implanted to stabilize the slda clip. Mr worsened, increasing to grade 4+. The patient will have a surgical consult and remains hospitalized. No additional information was provided.